Manufacturer narrative:
The insulin pump had a completely cracked end cap, a missing end cap sticker and a protruded/loose drive support disk. Unable to test for motor error alarm, verify error alarm in alarm history screen or perform the displacement test due to a cracked end cap. Motor passed motor test.

Event description:
It is reported that the insulin pump has cosmetic damage. Customer blood glucose reading is 154 mg/dl. The damage is located on the bottom of the insulin pump; the drive support cap is loose. Advised customer that the insulin pump must be replaced. Advised to discontinue use of the insulin pump. Nothing further reported.